Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device involved in this incident is available to be returned for evaluation. The device has not been received at the time of this report. If there is any further relevant information received, a follow-up medwatch report will be filed.

Event description:
The wire was removed from the packaging and it looked like the outer layer of the wire had somehow been stripped from the inner wire.